Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The reaction consisted of redness, inflammation, a burned appearance, drainage, and itching sensations. Prior to sensor insertion barrier product (flonase) was applied. The patient consulted her endocrinologist who suspected that the patient had a staph infection at sensor site and prescribed a course of oral antibiotics (keflex). At the time of the call the patient stated the area had healed. No additional patient or event information is available.